Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a low, out-of-range (oor) shock impedance measurement. Additional information from the field representative that the succeeding transmissions indicated normal shock impedances. The patient was not brought in for clinic checkup. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.